Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced the power supply assembly to resolve the no ac or dc power issue. Physio then completed unrelated repairs and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not power on using ac power. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio observed that the unit would not power on using ac or dc power.